Event description:
It was reported that a patient underwent a spinal fusion procedure with hardware implantation. During implantation, it was noted that the set screw would not tighten. It was discovered that the screw head was damaged and the tulip opened. This happened with a total of six screws. Surgeon was able to use a new screw and complete the procedure. No patient complications were reported.

Manufacturer narrative:
It was originally reported that the device was being returned. However, updated information shows that the item will not be returned for evaluation. No further information is known at this time.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records for this device was not possible without additional device information.

Manufacturer narrative:
A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.